Event description:
Scrub tech noticed the staple ends were out of the cartridge as he was loading the cartridge into the stapler. Staples were loose in the cartridge so the cartridge was removed from the sterile field to the back table.